Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the received device was forwarded to commercialized product development for evaluation. Review of the received device identified polywear. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On wednesday, (B)(6) 2019 at 10:00 a.m. Dr. (B)(6) hospital traumatologist, performs attune knee prosthesis review surgery to the gmg patient, because the patient had been suffering pain in his left knee for months, operated with a primary prosthesis on (B)(6) 2016 in the same hospital. At the time of the revision surgery the doctor makes an incision where he takes cultures, and it is found that the problem is presented by the primary tibial plateau that is loosened, which leaves completely without cement attached to the implant, the area of the tibial plateau is the bone with all the inter-digited cement making its extraction difficult and the femoral component was completely adhered to the bone without problems. In addition, the doctor requests to send the polyethylene insert for study. Current patient status: he is hospitalized post-operated attune revision prosthesis.